Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the wheels wobble when patient is seated in the chair. Customer stated he did not want to answer any questions and hung up. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.